Manufacturer narrative:
(B)(4). Batch #m9294l. The device was received with the upper jaw detached returned and with the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the packaging process

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: surgeon was taking a vessel bite when the enseal jaw and blade tip in the patient. She was able to retrieve the jaw and blade tip out of the patient. Did the jaw break off the device?yes. Did the jaw fall into the patient?yes. If yes: how was the jaw retrieved from the patient?with a grasper. Is the jaw being returned with the device for analysis? Yes.

Event description:
It was reported that during a laparoscopic hand assisted vaginal hysterectomy procedure, the blade tip broke in the middle of the procedure. It is unknown how the case was completed. There were no patient consequences reported.